Event description:
It was reported that the pt had a problem with his/her catheter. The pt presented at the doctor and an x-ray indicated that the catheter had dislodged. While in surgery, it was noted that the catheter "had sheared at the pump connector site." The catheter was replaced. The pump was "still implanted and functioning well." The type of medication, concentration, and daily dose being administered via the pump were not reported. No pt symptoms were reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.